Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 11/11/2021 section h3: device evaluated by manufacturer ¿ yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the inside of the cartridge. Further inspection revealed that the lens was received stuck in the cartridge. The lens was removed form the cartridge, but it came out in pieces and one haptic was not found. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) had haptic bent upon insertion into the patient's left eye. The lens was partially inserted and removed in the same procedure. No medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were not done. There was no delay in procedure reported. The issue did not significantly affect patient's daily activities and the patient has fully recovered. No further information available.